Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the user of the AED was not keeping the AED battery in the AED as recommended by the manufacturer. As a follow-up the user was advised to keep the battery packs inserted in the AED as recommended by the device IFU. The review identified that the AED is functioning as designed and can stay in service. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is prompting a "replace battery pack now warning but the battery des not expire until 02/28/2028. They did not report that this event occurred during patient use.